Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the image disappears when the angle was activated, the curved rubber had scratches and the adhesive was missing. The operation when fixing the angle of the operation part was heavy and there were scratches on the operation part. Additionally, there were scratches on the grip, video cable, video connector and case and lens guide. There were scratches on the surface of the lens guide cover glass, and it was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, disconnection / short circuit of the image on the endoeye flex deflectable videoscope. During the inspection of the returned device, image disappears during angulation, but returns. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.